Event description:
It was reported that, "both c6 reflex hybrid self drilling fixed screws backed out of the 12mm plate placed at c5-6. Plate and screws removed and replaced with 14mm aviator plate and two 14mm x 4.35mm self drilling variable screws at c5 and 14 x 4.35 self drilling fixed screws at c6 through a 14mm"

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment results: the returned device was confirmed to be a reflex hybrid one level anterior cervical plate. The returned reflex hybrid one level acp plate was visually and functionally inspected. Two of the locking rings were visibly observed to be deformed, indicating the use of excessive force during screw insertion. The manufacturing files for the lot were reviewed and no anomalies were found that could have contributed to the reported event. The surgical technique states that proper alignment and downward pressure will ensure the locking ring is expanded and will allow the bone screw to pass through the locking ring. The essential function of the locking ring is to ensure the locking of the screw and secure it in place. Therefore, the screw is intended to go through the locking ring and remain enclosed by the locking ring. Therefore, the likely cause of the reported event is due to excessive force during surgery which caused the deformation to the locking rings, which in turn may have caused the back out of the screws as they were not properly locked in place. Conclusion: the likely cause of the reported event is due to excessive force during surgery which caused the deformation to the locking rings, which in turn may have caused the back out of the screws as they were not properly locked in place. However, the cause cannot be determined conclusively and is likely multifactorial in nature.

Event description:
It was reported that, "both c6 reflex hybrid self drilling fixed screws backed out of the 12mm plate placed at c5-6. Plate and screws removed and replaced with 14mm aviator plate and two 14mm x 4.35mm self drilling variable screws at c5 and 14 x 4.35 self drilling fixed screws at c6 through a 14mm."